Event description:
The customer reported the sys emitted smoke and an unusual odor. Per the part that malfunctioned, this event would cause a no boot situation. No report of pt or staff injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced. The sys was then found to be operating as intended.